Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, sensing integrity counts totalled 5201. Analysis of the device memory indicated the right ventricular lead integrity alert triggered on (B)(6) 2015 for sensing integrity counts greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. On (B)(6) 2015, rv coil impedance spiked to 254 ohms from the 40-50 ohm range. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. On (B)(6) 2015, svc coil impedance spiked to 254 ohms from the 50-60 ohm range. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrthymia therapy due to lead noise oversensing. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock from the right ventricular (rv) lead. It was also reported that the rv lead exhibited oversensing and noise. Furthermore, there was an apparent fracture to the rv coil. The lead integrity alert (lia) went off due to non-sustained tachycardia, sensing integrity counter (sic), and high impedance on the rv, svc, and pacing portion of the lead. The patient experienced episodes of ventricular fibrillation (vf). The lead was programmed off and replaced. No further patient complications have been reported as a result of this event.